Event description:
It was reported that the customer's insulin pump threshold suspended, based on inaccurate sensor readings. At the time of troubleshooting, customer's blood glucose was 219 mg/dl while the sensor reading was 70 mg/dl. Sensor insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings.